Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having difficulty walking due to a lot of pain.